Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: flushing the balloon channel with 10ml using a 10ml syringe. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not precleaning the balloon channel correctly. No patient infections or injuries reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was no device problem noted. Olympus will continue to monitor field performance for this device.